Manufacturer narrative:
Weight, ethnicity, and race:unk. Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 12.6, vicm5_12.6, -12.00 diopter, implantable collamer lens tore/broke during injection/delivery into the eye. The lens was implanted, removed and replaced intraoperatively without patient injury and the problem resolved. In the reporter's opinion the device was the cause of this event. The reporter stated "plunger got stuck to lens haptic."